Manufacturer narrative:
Concomitant product(s): a 4194 lead, implanted: (B)(6) 2005; 5076 lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were reversed in the device header at a device replacement the week prior. The ra lead, which was plugged into the rv port, was exhibiting non-capture at maximum output and the patient had experienced shortness of breath. A procedure was performed to place the leads in their respective ports and both leads remain in use. No further patient complications have been reported as a result of this event.